Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only half the lens was returned for evaluation. The returned portion of lens was returned in the lens case. Solution was dried on the lens. The optic was broken, torn, and split with a large portion of optic and haptic missing (not returned). Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and viscoelastic. Handpiece information was not provided. It is unknown is a qualified handpiece was used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria.based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The account indicated the use of a qualified associated cartridge and viscoelastic. Handpiece information was not provided. It is unknown is a qualified handpiece was used. The IFU(instructions for use) instructs: company foldable iols(intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: the IFU instructs to completely fill the cartridge with ovd(ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, optic split. There was patient contact. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).